Event description:
The facility reports when the pt was about four inches off of the bed the lift boom dropped, causing the pt to fall back into the bed. No injuries were reported.

Event description:
The facility reports when the pt was about four inches off of the bed the lift boom dropped, causing the pt to fall back into the bed. No injuries were reported.